Event description:
Information was received regarding a cadd administration set. It was reported the pump being used with the set continually alarmed for an upstream occlusion despite no occlusion being evident. No adverse effect was noted.